Manufacturer narrative:
The perfusionist was going to replace the alert sensor with an alarm sensor.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the alert level sensor was functioning erratically (would alert with plenty of blood in oxygenator). No other details regarding the nature of this event were provided.